Manufacturer narrative:
Device evaluation: one device was received. Device was visually and functionally tested and the customer reported complaint was able to be verified. The pump was found to be faulty and not running and the pcb was damaged. After replacing the pump and pcb the device passed all tests. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that when the device is powered on, a green light with temperature readings is showing and no water is circulating from the water reservoir through the fluid warming set. When the temperature passed over 42 degrees, it alarmed.